Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor lost communication with the ilet pump, after which the user received a sensor reconnecting alert; the user does not use the dexcom mobile application and was guided to toggle the pump cgm setting between g7 and g6 and re-enter the sensor pairing code, after which the pump entered pairing mode and the user was informed of the sensor pairing period. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms on the pump after troubleshooting and no need for medical intervention or hospitalization. Investigation included technical troubleshooting and user education conducted remotely, including verification of pairing mode initiation and re-entry of the sensor code. Investigation of this case revealed a communication interruption between the cgm sensor and the pump that was resolved by re-establishing pairing, consistent with intermittent connectivity or configuration issues without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration-related communication loss that resolved with correct pairing procedures.